Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an MRI/mra yesterday. Patient said they were awoken last night with a burning sensation in their pelvic area leading to the anus. Patient can hardly stay on the left side. Patient sat down and felt a sharp pain right where the ins ins is. Patient said they did not put the ins in MRI mode or turn the ins off before the MRI. Recommended patient turn therapy off and follow up w/ hcp. Patient is currently in jamaica.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the burning sensation was not determined. It was not known any likely contributors other than that the patient had an MRI of the brain with the device on.

Event description:
Additional information was received. It was reported that the cause of the burning sensation was not determined. It was not known any likely contributors other than that the patient had an MRI of the brain with the device on. The ins was turned back on but the pelvic pain occurred only in a laying down position, never while sitting or standing. They tried intermittent off at nights but this did not work. It remained on the off position since about (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that patient repeated information previously noted. Patient stated ins has been off since june 26th and the pain did stop when they turned ins off. Patient stated they overheard their hcp tell an assistant to contact mdt with instructions on turning ins back on and patient wanted to know if mdt had gotten instructions. Agent reviewed role of patient services and redirected to hcp. Patient is concerned about having pain again if they turn ins on. Patient stated they have had xrays done and ins was still in right place. Agent reviewed again to contact hcp regarding hcp instructions for patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.